Event description:
It was reported that the pt's skin was blistering after use with arcticsun. Per (B)(4) hospital staff described as "purple, rash-like with blisters on skin under thigh pads and also in areas not covered by arcticgel pads."

Manufacturer narrative:
Actual device was not returned, however a field functional test of the device was performed by the (B)(6) hospital clinical manager and the (B)(4) field service engineer. The arcticgel pads used with the arcticsun were disposed of by (B)(6) hospital. The arcticsun was applied to the pt post sudden cardiac arrest. It was noted in the device case history a cold water alert. Back pads were used with a protective film still in plate and sheet was placed between the pad and the pt's skin resulting in less surface area being treated and likely caused the generation of the cold water alert. The skin issues reported were not restricted to areas covered by the arcticgel pad. The operator's manual states in the contraindications for use: there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel pads on skin that has signs of ulceration, burns, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any pt who has a history of skin allergies or sensitivities. In the cautions section, it states: the water content of the hydrogel affects the pad's adhesion to the skin and conductivity, and therefore, the efficiency of controlling pt temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. If accessible, examine the pt's skin under the arcticgel pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel pads. Do not place positioning devices under the pad manifolds or pt lines. The rate of temperature change and potentially the final achievable pt temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the pt does not reach target temperature in a reasonable time or the pt is not able to be maintained at the target temperature, the skin may be exposed to low water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the pt and treatment goals, environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated, water flow is greater than or equal to 2.3 liters per minute, a pt temperature probe is in the correct place, and pt shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting, or discontinuing treatment. Due to underlying medical or physiological conditions, some pts are more susceptible to skin damage from pressure and heat or cold. Pts at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the pt to protect from of skin injury. Do not allow antibacterial agents to pool underneath the arcticgel pads. Excess antibacterial agents can absorb into the pad adhesive and cause chemical burns and loss of pad adhesion. Do not place arcticgel pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel pads from the pt's skin at the completion of use. (B)(4) will not be responsible for pt safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun are other than those specified by (B)(4). Anyone performing the procedures must be appropriately trained and qualified. (B)(4).